Event description:
It was reported that during routine transcatheter aortic valve replacement that. Review of an x-ray revealed that the right ventricular (rv) lead was dislodged causing intermittent capture and under sensing. On (B)(6) 2022, the physician elected to reposition rv lead. The patient was in stable condition.